Event description:
It was reported that a patient who underwent an orthognathic procedure noticed the stability of the plates were loose sometime after the completion of the surgery. The patient was brought back into surgery where it was discovered that the plates were broken. The plates and screws were removed along with cheek implants by another manufacturer. A new set of plates and screws were implanted to hold maxilla in position. There was a two hours surgical delay. No additional information is available for this complaint. The provided x-ray was reviewed by the manufacturer: it was confirm that there are broken plates and also what appears to be screw loosening. This report is for an unknown screw. This is report 23 of 23 for (B)(4).

Manufacturer narrative:
Event date: unknown. This report is for an unknown screw/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.